Event description:
A male patient was presented to the interventional lab for an angioplasty/stenting procedure of the iliac artery (side unknown). The physician delivered the stent to the iliac artery and could not inflate the balloon. He then confirmed that contrast media was leaking from the balloon by fluoroscopy. He withdrew the stent delivery system (sds) and finished the procedure with another sds. There were no adverse effects on patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing.